Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm; and the motor passed motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive nod delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.